Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the sensor is not working correctly. Sensor is saying her blood glucose is below 40 mg/dl, however customer believes this is a false glucose reading. Customer's current blood glucoe value is 156 mg/dl and the current sensor glucose value is 39 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.